Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 54 mg/dl. The customer had no symptoms. The customer was treated for the low blood glucose with juice, yogurt and chicken. The customer was also states the customer prescribed 3 glucagon shots for her low blood glucose. Customer's blood glucose level was 170 mg/dl at the time of the call. The customer declined troubleshooting. Customer stated that the drive support cap was normal. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.